Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that approximately 1 cm of the lead had eroded through the skin where the loop had been made. The system was explanted, and cultures were drawn. The cultures came back negative, and future replacement is planned for the end of april. No further complications are anticipated.